Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump rebooted itself randomly. The patient reported that the pump powered off and back on twice that day. The patient claimed she became aware of the issue when she heard the pump beeping and saw that the pump was displaying the verify screen. The patient stated she performed rewind, load, prime steps on both occasions pump rebooted. At the time of troubleshooting, the patient denied any visible damage to the pump's casing or battery cap. The patient also denied any evidence of moisture ingression. The patient informed customer support that the pump's battery had been replaced 1 week prior; however, she had never replaced the pump's battery cap. This complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
(B)(4): reported event date shows unusual reboots. During inspection, moisture corrosion was observed in the battery compartment and a battery compartment leak is concluded after the pump passed a leak test. No physical damage observed on the pump or on the cap. The cap contacts measurements were taken and the height and width were found within specifications. Ez-prime steps were performed successfully. The pump was exercised for 24 hours and no reboots occurred during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.